Event description:
A physician was implanting an abre self-expanding stent for the treatment of a soft tissue lesion with (B)(4)% stenosis in the left mid/ proximal region of the common external iliac vein. There was mild tortuosity. A non-medtronic 9fr sheath was used. The device was prepped as per the IFU with no issues identified. The lock-pin was removed after advancing to the lesion prior to deployment. It was reported the proximal 15 mm of the stent did not initially expand so the delivery system could not be removed from the patient for a few minutes until the stent popped open. The sheath was slightly kinked (non- medtronic sheath). The physician also did not pre-dilate. Due to nitinol material and perhaps radial strength, the top of the stent eventually popped open. This was after approximately 5 minutes of wiggling around the delivery system/advancing it forward and backwards gently. Once stent fully expanded and delivery catheter was removed with difficulty from the patient and post dilated with an 18x60 atlas balloon. No deformation was noted to the deployed stent. Confirmed stent placement with ivus and closed with manual pressure. There was no vessel damage. No patient injury was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Still image evaluation: image were provided for evaluation. The top of the stent can be observed to not have fully deployed. Kinks were observed to the non-medtronic sheath the stent is fully deployed and no damage was observed to the abre delivery system. The reported event can be confirmed from the images attached for evaluation. Product analysis a kink was observed on the inner tubing the stent was deployed. Approximately 80mm of the inner tubing was exposed medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.